Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having difficulty connecting their device to recharge it. It was reported that it takes half an hour to connect and their wife draws a spot around it with a sharpie. They also indicated that they were having to charge their device too frequently. The device use to last them anywhere from five to seven days and now it maybe gets two days if they are lucky. It was indicated that the patient has not been reprogrammed recently, switched to a new group or had the need to increase their parameters. It was reported that the patient charges their ins 100 percent full. Recharging best practices were reviewed with the patient recommending that they charge 100 percent full between charges and the patient indicated that they knew this and that they did this about 75 percent of the time. There were no trauma/falls, recent related medical procedures or emi activities reported that could be related to the issue. The patient has also not gained or lost weight. Troubleshooting could not be done due to lack of access to the product. The patient was redirected to their healthcare provider to address their recharge frequency issue. It was reported that the difficulty connecting, recharging more frequently and charge not lasting as long started in (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via manufacturer representative (rep). It was reported that patient only gets 4 coupling bars and charges for 10 hrs. Charging interval was too short. Patient also complained about battery level not lasting very long but no further information was available about it. No further complications were reported/anticipated.